Event description:
It was reported the 355ld was used during a laparoscopy. It was reported the device was difficult to insert and required more force than usual. A second device was opened and the same thing happened. A third was opened and the same thing happened. The surgeon then used laparoscopic scissors to cut the peritoneum to gain access. There was no consequence to the pt.

Manufacturer narrative:
Tracking #.56056/j. Date sent: 10/6/98. Endopath dilating tip trocar: based upon inquiry info rec'd, visual examination and functional test, the reported event could not repeated during testing. The instruments were tested with the provair test and functioned as required. No conclusion could be reached as to how the reported event occurred.